Event description:
A hss report from the hospital for special surgery was received for two broken rods on an unk date. No details of the event were available. As per report rods appear to be implanted.

Manufacturer narrative:
Initial reporter is unk. No record of sender of devices to hss. Devices were evaluated by hospital for special surgery. Rod displays burnishing consistent with removal. The rod shows a fracture pattern consistent with cutting as part of surgical removal. Embedded debris is evident on the sleeve.